Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent, the protector of the video cable section is cut, the video cable is broken and therefore error b30 occurred and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited the fiber bonding in the outer tube area (distal end) was damaged, the outer tube had a dent, the video cable was broken and therefore error b30 occurred, and no image was displayed. There was no patient involvement.